Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, unstable thresholds, and intermittent loss of capture. It was noted that the patient experienced dizziness and pre-syncope. The rv lead was reprogrammed, and later explanted and replaced. No further patient complications have been reported as a result of this event.